Manufacturer narrative:
The monitor sn (B)(4) was returned and evaluated by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There was no indication of any device malfunction contributing to the event. Electrode belt sn (B)(4) was returned to zoll manufacturing corporation for investigation. As received the cable connecting the distribution node and rear therapy electrodes were pulled from the strain relief, damaging the internal wires. The root cause of the pulled cable was excessive force on the cable section. There is no indication that the damage caused or contributed to the event as review of the event indicates the device was able to detect and ECG signal and deliver a full energy pulse until the belt was disconnected by ems. Device manufacture date: (B)(4): 12/04/2014; (B)(4): 02/23/2012.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2018 around 3:00am. It was reported that the patient had been on hospice and went into cardiac arrest. The patient's nephew reported that the device started alarming and shocking the patient and that they called hospice and then 911. Ems arrived and performed CPR before the device was removed. The nephew reported that ems stopped working on the patient as he had a dnr. Per review of the event, the patient was shocked 7 times by the lifevest. The device first detected and alarmed for vt at 2:59:54 am on (B)(6) 2018. The ECG recording shows that prior to the first lifevest treatment shock, the patient's rhythm transitioned to atrial fibrillation (af). The post-shock rhythm remained af with nsvt. Three additional inappropriate shocks were delivered between 03:02:05 and 03:02:49 am, while the patient was in a compensatory pause after nsvt (treatment #2) and af (treatments #3&4). The post shock rhythm was af with nsvt for the three shocks. Nsvt contributed to the false detections. The fifth shock was delivered at 03:03:15 after the patient's rhythm transitioned to vt at 160 bpm. The post shock rhythm was vt at 130 bpm which was below the physician prescribed threshold of 150bpm. The device fell out of detection due to the slow rhythm. At 03:04:22, the device again detected and alarmed for vt. The rhythm at the time was polymorphic vt at 200 bpm. The sixth and seventh shocks were delivered at 03:04:53 and 03:05:42 am while the patient was in vf. The rhythm was unable to be converted and the patient remained in vf before transitioning to a sinus rhythm at 60 bpm. The sinus rhythm transitioned to bigeminy at 30 bpm with CPR artifact until the electrode belt was disconnected at 03:09:01 am.